Event description:
It was reported that the patient with this implantable pacemaker experienced a syncopal episode and was hospitalized. The patient reported experiencing intermittent shocks, however this is a pacemaker, therefore, it cannot deliver shock therapy. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.